Event description:
It was reported that, "due to infection, the implants listed above were removed and a temp spacer was put in."

Manufacturer narrative:
The following other knee devices were also listed in this report: scorpio ps basic femur cat # 71-3009l, lot # unk. Unknown #9, 10mm ps scorpio insert cat # unk, lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. A supplemental report will be submitted upon completion of the investigation.